Manufacturer narrative:
H3 other text : device had been shipped to third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap st30 device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. Philips is currently investigating this complaint; however, the device examination has not yet begun. The device is currently at the service center awaiting evaluation. A follow up report will be submitted when the manufacturer has received the device evaluation from the service center.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap st30 device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was zero error code found. The third-party service center concludes that there was no visible foam degradation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h6: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.